Event description:
It was reported that a chest x-ray confirmed the left ventricular lead was dislodged. Lead dislodgement resulted in a loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.